Event description:
It was reported that the customer experienced high blood glucose levels, which did not lower after the customer had changed the infusion set in the insulin pump. The blood glucose reading was over 300 mg/dl, which was treated with a manual injection. The customer experienced a headache and fatigue. Upon troubleshooting, it was found that the insulin pump had several no delivery and motor error alarms in the history. The customer's mother stated that the motor error alarm occurred during a bolus delivery. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.